Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, completed pump reset with guidance, did not see error recur, and successfully started new sensor session.